Event description:
Subsequent to the previously filed report, additional information was received that in (B)(6) 2014 the patient had short periods of shortness of breath, sometimes even when doing nothing. The study site indicated the relationship of the shortness of breath to the device is unknown. No treatment was provided and the condition is continuing. No additional information was provided.

Event description:
This report is being filed as resistance was felt during removal of the second mitraclip ((B)(4)) from the left ventricle and a chordal rupture occurred. It was reported that the first mitraclip ((B)(4)) was implanted in the patient without incident. After an unsatisfactory grasp of the second mitraclip ((B)(4)) to the leaflets, a chordal rupture was noted on the medial posterior chordae. Although the clip did not get stuck in the chordae, there was resistance felt on the delivery catheter handle while retracting the clip from the ventricle into the atrium. There was no increase in the mitral regurgitation (mr) with this chordal rupture and the second clip was successfully implanted medial to the first. The physician decided to implant a third clip ((B)(4)) between the first and second one to further reduce the mr. A third clip was prepared per the instructions for use; however, could not be deployed due to unusual steering performance. The decision was to replace the cds with a new one ((B)(4)). The device issue did not result in any adverse event. The mr was reduced from 4 to 1+ with the implantation of three clips. No additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dyspnea is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products : mitraclip system: steerable guide catheter, clip delivery system ((B)(4)), lift, support plate, stabilizer as the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficulty removing the clip delivery system (cds) from the patient anatomy are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology or an interaction with the chordae), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions and/or procedural conditions/user technique, the difficulty retracting the clip may be influenced by morphology of the mitral valve, or an interaction between the clip and chordae during grasping attempts or while manipulating the device in the anatomy. The information provided in the case details stated that after the second unsatisfactory grasping (leaflet insertion assessment performed as per instructions for use), the physician retrieved the clip from the ventricle to the left atrium, but some resistance was felt on the dc handle. In this case, it is likely that the clip interacted with the chordae during the grasping attempts, resulting in the resistance during removal of the cds. Based on the information reviewed, the reported difficulty retracting the clip appears to be a result of an interaction with the chordae and thus procedural conditions. The most probable cause for the chordal rupture was due to an interaction between clip and the chordae upon removal. The reported patient effect of vascular trauma is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.